Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient was taken to the hospital on (B)(6) 2024 due to high blood glucose and was tested positive for ketone levels. During hospitalization, the patient received intravenous drip. At the time of this report, the patient was not released from the hospital. During the hospitalization the patient felt sick/unwell. The events occured due to handling issue by the patient. No further information available.